Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 162 mg/dl. Customer reported that the insulin pump vibrated and saw the medtronic logo, no response on the insulin pump keys. Customer reported that the screen was not completely blank, no alarms occurred during that the time the buttons were not responding and buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to clear the insulin pump errors, power loss alarm and program the insulin pump. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify keypad anomaly, time clock anomaly, and frozen screen anomaly due to critical pump error (open book image) alarm. No damage noted at keypad traces.